Event description:
It was reported that a malfunction alarm occurred. Information pertaining to an alternate method of insulin therapy was not provided. There was no reported adverse impact to the customer¿s blood glucose level.